Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.